Event description:
The impactor would not loosen off the cup causing a 40 min delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.